Manufacturer narrative:
Inspected 1 random opened/used guardian sensor and performed continuity resistance test. Sensor failed per specifications.

Event description:
The customer reported via phone call that they experienced inaccurate readings and triggered threshold suspend. The customer's blood glucose was 150 mg/dl and sensor glucose was 40 mg/dl at the time of incident when it triggered threshold suspend. The sensor will be returned for analysis.

Manufacturer narrative:
The information on common name was incorrect with the initial report. The correct information has been provided with this report.